Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included dizziness. Previously administered products included for an unreported indication: iud. Family history included parkinson's disease. Concomitant products included topiramate since (B)(6) 2012. In 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pruritus ("itchy skin") and migraine ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condition /probl"), complication of device removal ("complication during removal surgery") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, back pain, genital haemorrhage, urinary tract infection, vaginal infection, vaginal discharge, alopecia, tooth disorder, headache and nervous system disorder had resolved, the pruritus and migraine was resolving and the complication of device removal and endometriosis outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital hemorrhage, headache, migraine, nervous system disorder, pelvic pain, pruritus, tooth disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date insertion date as per pfs -(B)(6) 2011 and as per ppf (B)(6) 2011. Plaintiff received treatment for uti, vaginal infection, vaginal discharge, fatigue, hair loss, dental problems, migraine, headaches, neuro condi/problem. Discrepancy noted essure insertion date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) -2008: diagnosis: hysterectomy with bilateral tubes: cervix: severe squamous dysplasia (cin iii), with glandular extension but negative ectocervical surgical margins negative for carcinoma. Endometrium: proliferative phase endometrium. Myometrium: focal adenomyosis, negative for leiomyomata. Serosa: no pathologic diagnosis. Fallopian tubes: negative for tumor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: social media received. New event added: endometriosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('gen. Abnormal bleeding') in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included dizziness. Previously administered products included for an unreported indication: iud. Family history included parkinson's disease. Concomitant products included topiramate since (B)(6) 2012. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pruritus ("itchy skin") and migraine ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condition /probl") and complication of device removal ("complication during removal surgery"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, back pain, genital haemorrhage, urinary tract infection, vaginal infection, vaginal discharge, alopecia, tooth disorder, headache and nervous system disorder had resolved, the pruritus and migraine was resolving and the complication of device removal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nervous system disorder, pelvic pain, pruritus, tooth disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date insertion date as per pfs -(B)( 6)2011 and as per ppf (B)(6) 2011. Plaintiff received treatment for uti, vaginal infection, vaginal discharge, fatigue, hair loss, dental problems, migraine, headaches, neuro condi/problem. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2008 : diagnosis: hysterectomy with bilateral tubes: cervix: severe squamous dysplasia (cin iii), with glandular extension but negative ectocervical surgical margins negative for carcinoma endometrium: proliferative phase endometrium myometrium: focal adenomyosis, negative for leiomyomata. Serosa: no pathologic diagnosis fallopian tubes: negative for tumor. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: migraine, headache, fatigue, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and medical records received: previously added event "injury was replaced with events" pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, migraines / headaches, rashes or skin conditions type: itchy skin, gen. Abnormal bleeding, uti, vaginal infection, vaginal discharge, other injuries/symptoms- fatigue, hair loss, dental problems, headaches, neuro condi/prob". Essure confirmation test was not performed. Reporter information, patient demography, lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.